Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and irrigation was ineffective. During an atrial fibrillation case a pentaray catheter was used. Before starting the map, catheter was prepared and flushed properly and normally. Map and ablation was preformed. When the pentaray was re flushed prior introduction on the patient for remap, the flush was not effective. When the irrigation system was open to air, a big flush happened. When reconnected, the catheter was not permeable, the lumen looked occluded. A syringe was used to flush the catheter but it was not possible. A new catheter was used and the procedure was finished. There was no patient consequences. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no occlusion in the lumen area. A patency test was performed, and during the analysis, an occlusion was observed. Further investigation revealed that the irrigation tube was bent in the tip section. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Based on the information collected, the irrigation tube bent could be related to the irrigation issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the condition observed in the irrigation tube cannot be determined. The instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3-apr-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and irrigation was ineffective. During an atrial fibrillation case a pentaray catheter was used. Before starting the map, catheter was prepared and flushed properly and normally. Map and ablation was preformed. When the pentaray was re flushed prior introduction on the patient for remap, the flush was not effective. When the irrigation system was open to air, a big flush happened. When reconnected, the catheter was not permeable, the lumen looked occluded. A syringe was used to flush the catheter but it was not possible. A new catheter was used and the procedure was finished. There was no patient consequences.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).